Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4) "product unavailable for analysis."

Event description:
(B) (6) - peripheral cutting balloon registry the patient underwent treatment with the peripheral cutting balloon in (B) (6) 2006. The single target lesion was a de novo lesion located in an efferent vein of avf (arteriovenous fistula left/right not provided) with 7 mm reference vessel diameter, and 20 mm target lesion length. Lesion had 80% stenosis pre-procedure and 10% stenosis post procedure. Vessel tortuosity documented as none. Calcification at target lesion documented as none. Lesion morphology: concentric stenosis; tight stenosis lesion. No pain was perceived during the procedure. In (B) (6) 2006 during the first month follow up assessment documents patent target lesion, no adverse event reported and no intervention required since initial procedure. Three month follow up assessment in (B) (6) 2006 documents patent target lesion, no adverse event reported and no intervention required since initial procedure. During the six month follow up assessment in (B) (6) 2006 it was noted that target lesion has not remained patent since procedure. Conventional angioplasty required in target lesion in (B) (6) 2006 for angiography confirmed restenosis of target lesion. Twelve month follow up assessment documents other diagnostic examinations as ¿measuring of blood pressure during dialysis.¿ target lesion patent, no adverse events reported and no interventions required.